Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 475 mg/dl and high levels of ketones. Customer delivered a bolus with the pump and with manual injections to address bg. Healthcare professionals treated customer with intravenous fluids of saline and insulin to address the elevated bg. The treatment resolved the issue and the customer experienced no permanent damage. During a supply check, no issues were observed with the insulin, infusion set tubing or infusion set cannula; unspecified issues were identified with the cartridge. The pump history indicated a data log corruption; further information regarding this was not provided. Customer was discharged the following day with no reported permanent damage.